Manufacturer narrative:
The insulin pump was received with constant unexpected restart error alarm after battery change due to faulty mother board component. The functional tests could not be performed or the excessive no delivery alarm and motor error alarm verified due to the constant error alarm. The device also had a missing end cap sticker and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms during bolus. The customer disconnected and reconnected at the quick release and received a motor error alarm. Blood glucose value was 15.6 mmol/l. It was stated that the device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind and prime and the insulin pump passed the displacement and self test. The device was returned for analysis.